Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00431 on (B)(6) 2018. Additional information (B)(6) 2018): a siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed preventative maintenance (pm) and the total service call protocol, adjusted reagent probe 1 (rpp1) limit point, cleared the dilution cuvette wash station (dwud) dryer tubing blockage, flushed the tubing of the dryer tips vacuum tanks, replaced the 14 mm and 7 mm liquid seals on rpp1 and reagent probe 2 (rpp2), completed a wash 2, and ran quality controls (qcs), which resulted within specifications. The customer also reported that they used new reagents to troubleshoot the discordant, falsely low calcium results obtained on the advia 2400 instrument prior to the cse's visit, but this did not resolve the issue. The cause of the discordant, falsely low calcium results is unknown. The method code, result code and conclusion code of section were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low ca results were obtained on multiple patient samples on an advia 2400 instrument. Siemens determined that quality controls (qcs) were within acceptable ranges prior to and after the discordant results were obtained. Siemens is investigating the issue.

Event description:
The customer reported that on (B)(6) 2018, discordant, falsely low calcium (ca) results were obtained on multiple patient samples on an advia 2400 instrument. Some discordant results were reported to the physician(s); the other discordant results were identified during validation and were not reported to the physician(s). The customer indicated that when the samples were repeated on an alternate advia 2400 instrument, the repeat results were approximately 0.5 mmol/l higher than the initial results. The customer did not repeat seven patient samples and there was insufficient sample for repeat testing for one patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.